Manufacturer narrative:
Received only a catheter. The reported event was confirmed as cause unknown. Visual inspection noted an irregular balloon burst and a piece of sac was missing. Per functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. The microscopic examination found no conditions that could be associated with the reported event. Dimensional evaluation: eye snip length: 3/32¿ inflation lumen coverage: 9 thou balloon thickness: 29 thou burst initiated from bottom collar of sac: 10 mm piece missing : 0.5cm x 0.5cm the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the catheter dislodged from the patient on the second day of use.

Manufacturer narrative:
Received only a catheter. The reported event was confirmed as cause unknown. Visual inspection noted an irregular balloon burst and no pieces of the sac were missing. Per functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. The microscopic examination found no conditions that could be associated with the reported event. Dimensional evaluation: eye snip length: 3/32¿. Inflation lumen coverage: 9 thou. Balloon thickness: 29 thou. Burst initiated from bottom collar of sac: 10 mm the balloon thickness measured 29 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the catheter dislodged from the patient on the second day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodged from the patient on the second day of use.